Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, moderately calcified and 90% stenotic distal left circumflex artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and inflated the balloon three times to 13atms. All three inflations were for about 30 seconds each. The balloon ruptured on the third inflation. The device was removed intact. The procedure was successfully completed with the deployment and post dilation of a stent. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.